Event description:
The pt reportedly had an infection at implant site. The surgical team has concluded that this was not device related. The patient's infection did not respond to antibiotic treatment (prescription name not given).